Event description:
It was reported that the customer received a button error alarm on her insulin pump and numbers on the screen began to increase on their own, after perspiration may have gotten into the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.